Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for analysis. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature as potential complications associated with use of the device.

Event description:
It was reported that during embolization treatment, the pusher wire broke from the coil while repositioning. The coil and the competitor microcatheter were removed from the patient. The procedure outcome was a success. There was no patient injury.